Event description:
It was reported that this inflatable penile prosthesis was not fully inflating due to a leak in the tubing leading to the reservoir. The device was explanted and replaced. No patient complications were reported.